Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. An additional lot number was reported (lot #m016080). Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6) occurred with multiple cartridges during the load process. The customer's blood glucose level was around 400 mg/dl with trace ketones and it was addressed with a bolus via the pump. It was confirmed that the customer had manual injections available.